Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility / maude report number: mw5110544na.

Event description:
It was reported that on an unknown date in (B)(6) 2013, a 25mm trifecta valve was successfully implanted. On an unknown date in (B)(6) 2021, the patient experienced a stroke and was placed on eliquis. In (B)(6) 2022, the patient underwent emergency valve replacement due to severe aortic valve regurgitation and valve deterioration. Upon explant, there was calcification noted on the device. The patient status was reported as unknown. User facility medwatch report received that states a 25mm trifecta valve was implanted in (B)(6) 2013. Sometime in (B)(6) 2022, severe aortic valve regurgitation was diagnosed and required emergency valve replacement. The surgeon indicated valve deteriorated with much calcification.

Manufacturer narrative:
Explant due to severe aortic valve regurgitation and valve deterioration was reported. A returned device assessment and histopathological examination could not be performed as the device remains was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.h6. Medical device problem code: removed 1153 degraded, added: 4068 central regurgitation and 1077 calcified.

Event description:
N/a.